Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not responding to press. Pt stated the issue began today. Pt switched to his backup infusion device. Pt is aware of the up/down button recall notification. Alleged infusion device was not available for troubleshooting. Pt reported the button does not remains flat when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.